Event description:
Same patient as MDR ID#: 2134265-2012-03813. During the 2012 (B)(4) conference, in a presentation titled "longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench," it was reported that a 3.0x24mm promus element stent, deployed in the ostial right coronary artery at 20atm, was deformed and observed as "shortening and reelongation by the guiding." The deformation was treated with post-dilation.

Manufacturer narrative:
Device is combination product. (B)(4). Source: 2012 (B)(4) conference. "Longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench," gert richart, m.d. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).